Event description:
It was reported that the patient presented to the emergency room (ER) due to a carealert from their cardiac resynchronization therapy defibrillator (crt-d). Upon interrogation it was revealed that the right ventricular (rv) lead rv defib coil impedance was above the alert threshold of 100 ohms. Trend has not been stable since implant three months ago. The alert level was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.